Event description:
It was reported that that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. Patient was discharged on the same day.